Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low scan results obtained on the adc device compared to how they felt. It is unknown whether a trend arrow was noted on the device. The customer was confused due to the low glucose levels and experienced a loss of consciousness. The customer was unable to self-treat, and an ambulance was called. Emergency medical services administered 2.5 g of pureglucose (100% glucose) and 100 ml of oral rehydration solution. The customer was then transported to the hospital, where, upon arrival, the healthcare professional (hcp) administered a strong, unspecified intravenous infusion for treatment. There was no report of death or permanent injury associated with this event.